Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the band and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty band, the band was explanted and replaced with a biopros thetic valve. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.